Manufacturer narrative:
An event regarding pain involving an unknown stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant noted the following: [...]there is an outpatient report referring to pain in the hip supposedly caused by some minor osteolysis in/around the cement mantle of the exeter stem. The problem is thus suspected to be related to the exeter stem. Why this could occur is not clear. Could be a cementation issue but requires x-rays for evaluation that are not available. There was a talk about revision surgery to be considered when also the cup would be changed, not because of a problem but more to provide the patient with a latest generation polyethylene. As such, is root cause if failure suspected to be procedure-related while certainly not device-related but there is not enough info to validate all this with an adequate level of evidence. Pain is just too generic and requires more info and especially x-rays to solve.[...] -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Sales rep reported a left total hip revision due to pain.